Event description:
It was reported that the pt complained about pain. They then examined pt and did x-rays. The gamma3 nail is broken on the x-ray. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.